Event description:
It was reported that there was possibly noise on the right atrial (ra) lead. Upon review of the data it showed that there was no noise on the lead but the lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).